Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -15.50 diopter was implanted into the patient's left eye (os). On (B)(6) 2023 the lens was implanted and removed intra-operatively due to the lens being implanted upside down. No patient injury reported. A replacement lens of the same model and size and diopter was later implanted and the problem was resolved.